Event description:
It was reported that this implantable pacemaker device has reached and triggered elective replacement indicator for three times. Data analysis was requested have this device analyze. The result showed that the voltage has been as expected and the power has had some spikes which appeared to be due to changing pacing needs. The device is depleting normally. Subsequently, this device was explanted and replaced due to advisory. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has reached and triggered elective replacement indicator for three times. Data analysis was requested have this device analyze. The result showed that the voltage has been as expected, and the power has had some spikes which appeared to be due to changing pacing needs. The device is depleting normally. Subsequently, this device was explanted and replaced due to advisory. No additional adverse patient effects were reported. This device was returned.

Manufacturer narrative:
This correction report reflects the correct bsc aware date. Bsc aware date has been updated from 4/20/2025 to 4/30/2025. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this implantable pacemaker device has reached and triggered elective replacement indicator for three times. Data analysis was requested have this device analyze. The result showed that the voltage has been as expected, and the power has had some spikes which appeared to be due to changing pacing needs. The device is depleting normally. Subsequently, this device was explanted and replaced due to advisory. No additional adverse patient effects were reported. This device was returned.